Manufacturer narrative:
(B)(4). (B)(4). Delamination. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch blg530, mfg date: 10/01/2009, exp date: 10/01/2011; batch bkg471, mfg date: 09/01/2009, exp date: 08/31/2011. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open hernia repair procedure on (B)(6) 2010. During the procedure, the edge of the mesh delaminated. The mesh was used despite the delamination. No adverse patient consequences were reported.